Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. Customer reported this was the second occurrence of replace battery alert or replace battery now alert. No harm requiring medical intervention was reported. The customer was discontinue the use of device.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 5.2a. Retainer ring=black. Customer complained on (B)(6) 2021 the pump alarmed low battery alert and has short battery life. Pump passed displacement test, self test and active current measurement. Pump successfully downloaded to thump. Pump received with high sleep current, problem isolated to pcb2 board. Pump trace download analysis confirmed the pump alarmed 6 low battery alerts between (B)(6) 2021 01:46:00.000 and (B)(6) 2021 05:32:00.000. The power management graph confirmed low battery alert, problem isolated to the pcb2 board. Verified cause of low battery alert and high sleep current using a test pcb2 board. No moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay, the p-cap/reservoir does lock properly. Pump failed sleep current and confirmed low battery alert, problem isolated to the pcb2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."